Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable high progesterone and low elecsys hcg + beta test system results for multiple patient samples from the cobas 6000 e 601 module. Of the data provided, only the hcg + beta results for one patient were a reportable malfunction. The initial result was 400 miu/ml and the repeat result was 3000 miu/ml which was in line with clinical picture for the patient. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 259199. The expiration date was 30-nov-2018. A reagent issue was not suspected as calibration and quality control results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.